Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Analysis of the tip, distal shaft, collar, and hypotube included microscopic and visual inspection. Inspection revealed a separation in the collar/distal shaft with the polytetrafluoroethylene (ptfe) completely pulled out of the collar, collar damage (twisted/bent), and tip damage (misshapen/abrasions/dented). Inspection of the rest of the device found no other damage or defect with the returned device. Inspection of the rest of the device found no other damage or defects.

Event description:
It was reported that the device was fractured. The 90% stenosed, 32cmx6.0mm target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A guidezilla ii guide extension catheter was selected for use. During procedure, the balloon got stuck in the collar section of the guidezilla. Subsequently, the guidezilla was fractured when removed together with the stuck balloon from the patient's body. Per physician's opinion, the backup became insufficient as there was distance between the destination and the guidezilla, and a possible incompatibility with the balloon catheter. The procedure was completed without using any guidezilla. No patient complications were reported. It was further reported that the balloon size used with guidezilla is 5mm. The device is compatible, however, the physician did not feel the compatibility between the devices was good.

Event description:
It was reported that the device was fractured. The 90% stenosed, 32cmx6.0mm target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A guidezilla ii guide extension catheter was selected for use. During procedure, the balloon got stuck in the collar section of the guidezilla. Subsequently, the guidezilla was fractured when removed together with the stuck balloon from the patient's body. Per physician's opinion, the backup became insufficient as there was distance between the destination and the guidezilla, and a possible incompatibility with the balloon catheter. The procedure was completed without using any guidezilla. No patient complications were reported.